Event description:
The recipient is reportedly experiencing open electrodes and sound quality issues. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the fantail region. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode lead wire ends revealed evidence of fatigue breaks. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the impedance failure reported. A CAPA has been implemented. This is the final report.